Event description:
It was reported that patient underwent procedure utilizing a suture passer on (B)(6) 2011. During the procedure, the suture loosened from slot as it was being passed. The surgeon was able to complete the procedure; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).